Event description:
It was reported that the pacemaker device exhibited noise and oversensing on the right ventricular (rv) lead in multiple stored non-sustained ventricular tachycardia episodes. This was observed while the patient was in the clinic. There was associated pacing inhibition noted close to two seconds in duration and the patient reported feeling lightheaded. There was also intrinsic conduction observed indicating the patient is not completely rv pace therapy dependent. The device was noted to be programed to a unipolar pacing and unipolar sensing configuration on the rv lead. The rv lead is not a boston scientific product. It was indicated that the noise was mostly likely due to myopotentials. Isometric testing was performed, and noise could not be reproduced in the bipolar configuration but there was some myopotential oversensing observed in the unipolar configuration. The rv lead was reprogrammed to a unipolar pacing and a bipolar sensing configuration. All lead measurements were within normal specification limits. The patient will continue to be monitored. The products remain in-service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).